Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. A number of strut rows were raised and misaligned. The outer diameter (od) of the stent damage was measured using a snap gauge, equipment number (B)(4), and was approximately 3.01mm. The od of the stent area where no damage was present was measured at approximately 1.34mm. The tip was flared. There was a kink in the midshaft and corewire 4mm proximal to the port. The hypotube was kinked along it's entire length. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The location of the chronic total occlusion (cto) target lesion was in the mid left anterior descending coronary artery. The cto lesion was predilated and the physician tried to place a 16 x 4.50mm taxus liberte stent but could not get the stent delivery system to cross the lesion. The case was completed with a 4.5 x 24mm taxus liberte stent. No patient complications were reported and the patient's status is stable. However, product analysis revealed stent damage.